Event description:
During follow-up, increased capture threshold and decreased sensing resulting in oversensing were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed no anomalies. No intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information received indicated no intervention is anticipated to be performed and the patient was in stable condition and will be monitored.